Event description:
It was reported that the interface for the radiofrequency programmer head on this programmer may be "bad" and that it would not interrogate unless the connection was pushed on or manipulated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of intermittent interrogation due to a loose connection, the radiofrequency connector on the link electronic module board was loose, and therefore the board was replaced and calibrated. It was further noted that the stylus was pulled apart but functionally okay and it was replaced. (B)(4).